Event description:
Nellcor puritan bennett received a call from user facility on 05/12/1999. User facility called to report the following problem: stop cycle with all leds and constant single tone alarm.